Event description:
Upon flushing the rij introducer line that the patient's temporary pacer was introduced through, saline was seen pooling between the dressing and the patient's skin. After dressing was removed, the introducer line was seen to be cracked. After mds manipulated line to see if it was salvageable, the introducer completely severed and the introducer line was no longer intact and temporary pacer wires were no longer in the correct placement in the patient's body. The patient was taken back to the cath lab for removal and replacement. FDA safety report ID# (B)(4).